Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). S. A. Bini, y. Chen, m. Khatod, e. W (2013). Paxton does pre-coating total knee tibial implants affect the risk of aseptic revision?. Bone joint & joint journal 2013, 95-b, 367¿370. Doi:10.1302/0301-620x.95b3. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was retrieved from the bone & joint (2013) that reported a study from the united states of america that looked at pre-coating tibial knee implants and its risk for aseptic revision. The purpose of the study was to determine the early aseptic revision rates of two tibial components with identical geometry and instrumentation but differ in one being pre-coated and other not. The study reviewed 13,835 patients with pre-coated tibial implant and 2,713 patients without pre-coating. The study population had a 92.4% and 92.8% of its study population age greater than or equal to 55 years at time of surgery. One patient underwent a knee arthroplasty. Subsequently, the patient was revised due to hematoma. Attempt for further information has been made, but no further information has been provided.